Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 10cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings in section h:11.

Event description:
It was reported by the customer "the patient says the bionector was removed as IV fluids were disconnected. She went to sleep and woke up to the bed being wet with blood. I have flushed the PICC, there are no signs of fracture." Additional information received 3/15/2024, it was reported the PICC was placed in the right basilica vein, cut at 40cms. Placed at 2cm at exit, external length 16cm. Securacath insitu. No other information was provided.

Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported by the customer "the patient says the bionector was removed as IV fluids were disconnected. She went to sleep and woke up to the bed being wet with blood. I have flushed the PICC, there are no signs of fracture." Additional information received 3/15/2024 - it was reported the PICC was placed in the right basilica vein, cut at 40cms. Placed at 2cm at exit, external length 16cm. Securacath insitu. No other information was provided.